Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that as accessories are used for reprocessing have degraded with age, the part of the device fell off and entered into the air / water channel, clogging inside the nozzle. The foreign material turned out to be silicon rubber. As the foreign material can originate from rubber material products (packings for the air / water valves, or tubes used for cleaning), which are various, the specific root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "<3.3 inspection of the endoscope> - inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. <3.8 inspection of the endoscopic system> inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. - after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope had insufficient air to clean water from the objective lens. The issue was found when preparing the scope for use in a diagnostic procedure. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water removal ability and water supply did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped/cracked, the scope cover was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.